Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4) 2018 investigation summary ==> a failed suture needle was submitted for evaluation. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Voluntary facility report number: (B)(4). Additional information was requested and the following was obtained: was the patient brought back to or to have fallen needle piece removed or was the needle piece removed during the same initial procedure? Removed during same procedure how was needle piece retrieved from patient? Please specify what was done? Unknown. Was the procedure completed successfully? If yes, how? Yes. [(B)(4).pdf].

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2018 and suture was used. During skin closing, the needle broke leaving a small piece in the patient. This piece was easily recovered during the procedure without a problem. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information had been requested.